Event description:
The hcp reported that, the patient was experiencing increased pain usually one week prior to refill. The hcp was also noting an increased amount of drug left in the pump as compared to what was expected. The duramorph concentration was increased. Increasing the duramorph concentration helped the patient's pain for a period of time.